Event description:
MRI chiller which cools the MRI magnet was not working properly causing the magnet to overheat, which resulted in a quench. There were no patients involved. The issue was noted before the start of morning schedule. Mr technicians followed protocol and alerted the manufacturer of the malfunction and quench. The engineer from the vendor worked to bring the MRI back on line; however, due to the need for replacement of helium, the MRI was down for several days. It came back on line around the third week in january. The MRI worked without further incident until approximately a month later when it had a second quench. At the time of the second quench, the cooler was working properly. The quench was spontaneous and there were no alarm warnings. The vendor was contacted and an engineer was dispatched to evaluate the issues. There was no patient harm; however, the MRI remains off line.